Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the device tip has fractured from the complaint instrument and is severely deformed (i.e. Elongated and constricted) near the tip weld. The balloon has clearly been inflated. The stent, the transportation wire and the guidewire used in the intervention were not returned for analysis. A 0.014 inch reference guidewire could be introduced into the complaint instrument, a 0.015 inch reference transportation wire could not be introduced. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Every instrument is shipped with a 0.015 inch transportation wire that covers the full guidewire lumen including the tip. No difficulties in removing the transportation wire have been reported. The instrument was in accordance with the specifications at the time of delivery. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU clearly states not to use the instrument if any defects are noted.

Event description:
An orsiro drug-eluting stent system was selected for treatment. While threading the device on the guide wire, resistance was felt. Therefore, the device was removed with strong force, and it was noticed that the distal tip was broken off from the catheter. It was stated that afterwards, the physician inspected the delivery system for further damages and decided to thread the complaint instrument onto the guidewire without the tip. As no resistance was felt, he advanced the complaint instrument to the target lesion and successfully implanted the stent.